Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 27-nov-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a customer provided sterilization pouch. No handpiece was received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issues "explant", "halo vision", and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00v model intraocular lens (iol) was implanted into the patient¿s operative eye. The dxr00v iol was replaced with a dib00 iol, diopter size unknown, in a secondary surgical procedure due to complaints of halos and the patient could not read with the lens. There were no issues with the surgery. Patient outcome post-lens exchange was reported as doing well on post op. No further information is available.

Manufacturer narrative:
Additional information: section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2023 and (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.